Manufacturer narrative:
Product investigation summary: the cannulated hexagonal screwdriver, 4.0mm is for inserting 7.3mm cannulated screws; proper use and maintenance are addressed in technique guide. One cannulated 4.0mm hexagonal screwdriver (part 314.050, lot 4025896) was returned with the complaint that ¿during a repair of the si joint, the tip of a 4.0 mm screwdriver broke off into an implanted, 6.5 cannulated screw. The surgeon attempted to remove the screwdriver tip using another screw driver and forceps but the tip could not be removed and was subsequently left in the patient.¿ upon receipt of this device, it was seen that the distal cannulated tip is missing the entire hexagonal portion of the distal tip, in a jagged irregular pattern. This complaint is confirmed. Given the complaint description, this complaint likely occurred as a result of the screwdriver being subjected to excessive torque as a result of the screw being inserted into very dense bone. If this were the cause, predrilling could have prevented this complaint. The most recent drawings for this device were reviewed, as well as the drawings to which this device was manufactured. The root cause of this complaint is undetermined; however, it is likely that this occurred during screw insertion into very dense bone. The current design of this device is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device history record was reviewed and repair was found on part number 314.05 lot 4025896. One device was returned for repair for broken tip. The returned device was scrapped on (B)(4) 2004 and was not returned to service. The returned device was scrapped on (B)(4) 2004 and was not returned to service. Relevance of the repair to this complaint is not able to be determined. No issues were found during manufacture that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is instrument and was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a repair of the si (sacroiliac) joint the tip of a 4.0 mm screwdriver broke off into an implanted, 6.5 cannulated screw. The surgeon attempted to remove the screwdriver tip using another screw driver and forceps but the tip could not be removed and was subsequently left in the patient (inside the screw head). It was reported that the procedure was successfully completed; that there were no surgical delays or additional medical intervention required. One week post-operative status reports patient doing well. This is report 1 of 1 (B)(4).